Event description:
Medtronic representative reported patient has been exhibiting unusual sexual behaviors. Hcp reported patient has exhibited strange, out-of-character, sexual behaviors on several occasions. Hcp adjusted patient medications. Patient is under constant supervision. No episode noted in last two weeks. Hcp reported patient is with parkinsons disease. No prior record of sexual behavior patterns before implant. No report of device explantation. A follow-up report will be sent if additional information is received.